Event description:
Baxter received a report from a baxter technician stating the code blue call was mislabeled in pbx. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician thoroughly inspected the nurse call device and was unable to duplicate the reported issue, the customer wanted clarification on the call type. The nurse call device functioned as designed. However, if the reported event of a code blue not alerting in the correct location were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.